Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. The implant date is unknown.

Event description:
Related manufacturer reference number: 1627487-2021-13575. Related manufacturer reference number: 1627487-2021-13488. Related manufacturer reference number: 1627487-2021-13576. It was reported that during an ipg replacement procedure (manufacturer report number: 1627487-2021-13477) intraoperative impedance testing revealed high impedance across the leads. As such, the leads and extension were explanted and replaced to address the issue. Reportedly, therapy was confirmed post operatively. It is unknown which extension was explanted. Hence, both extensions are being reported.